Event description:
It was reported that during a rotational atherectomy treatment procedure the rotablator guidewire fractured. The patient experienced chest pain during this event, but heart rate and blood pressure remained stable. The lesion being treated was a calcified, 90 -95% stenotic lesion in the lad coronary artery. A 1.5 mm burr was run along the wire for 14 runs of approx 20-30 seconds each. During ablation, the distal segment of the wire fractured. The physician continued to ablate the lesion, resulting in a perforation of the vessel. The physician planned to place a covered stent across the perforation, but was unable to cross the lesion to reach the perforation. The covered stent came off of the balloon, but was successfully snared and removed from the patient. A balloon was inflated to seal the perforation, however the wire could not be retrieved and remains in the patient. The patient status is listed as stable.